Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 25 units to observe insulin drips exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 228 mg/dl. Reportedly, customer continued to use pump for insulin therapy.